Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, forceps could not be inserted smoothly into the forceps channel, cleaning brush could not be inserted smoothly into the forceps channel, spots are observed on the image guide bundle, flexible tube of the insertion section crushed, coating of the insertion tube has been peeled of (1-2mm or more), curved rubber adhesive part missing, scratches observed on the curved rubber bonding part, scratches found on the operation part, scratches found on the eyepiece, scratches on the operation unit cover, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down plate, and scratches found on the light guide connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an oes bronchofiberscope, leaking at the tip. Upon inspection and testing of the customer returned device, the coating of the scope image guide serpentine was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling was caused by stress of repeated use, external factors, or handling of the device olympus will continue to monitor field performance for this device.